Event description:
The emg endotracheal tube was placed by the anesthesiologist. Shortly after completion of the intubation, it was noted that the patient started to desaturate. There was a question as to whether the tube was properly functioning. The tube was removed and a new non-laryngeal nerve monitoring endotracheal tube was passed and there were no problems with air movement or ventilation with this secondarily placed tube. The or team believes the balloon inside the tube collapsed causing difficult ventilation which resulted in the patient "desating." The patient did not have any adverse effects related to this desaturation and adequate ventilation and saturation were achieved with the non-emg tube used.